Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having a lot of pain on their implant area and they couldn't walk or sleep. Patient stated they didn't know if they had an infection or if their body was trying to reject the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient's hcp is aware and already prescribed antibiotics. Patient stated they were already scheduled for tomorrow ((B)(6) 2024) to check on implant. Additional information was received from the healthcare provider (hcp). The patient's body was not rejecting the implant. The patient did have an infection that was related to the device/therapy. On (B)(6) 2024 the generator and lead were removed surgically. The issue was not yet resolved. The infection caused pain and difficulty walking on (B)(6) 2024. The difficulty walking resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.